Event description:
Caller reported experiencing a minimum fill notification twice, on (B)(6) 2025, and (B)(6) 2026, which caused the customer's blood glucose level to exceed normal limits. The exact blood glucose value was unknown but displayed as "high." Customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Caller attempted to load a new cartridge with 150 units of insulin, and despite the issue, had more than 50 units of usable insulin remaining. Reloading the same cartridge resolved the issue, and the caller was able to successfully continue insulin therapy with the pump.